Manufacturer narrative:
Com-(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. The receiver was charged and would boot. Receiver functional tester: passed all relevant testing. The receiver download was retrieved and no issues were found. The reported event was not confirmed. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient reported that when she taps on the 1 and 2 on the receiver the screen will go to a loading screen and never complete loading. The complaint device has been received for device investigation. A follow-up report will be submitted upon completion of device investigation.